Event description:
(B)(6) 2018 10:31:59 (B)(6). (B)(6) 2018 09:25:31 (B)(6). Note to tech: a copy of the error log provided by the customer has been attched to this notification for reference. Please see jessica or lauryne if you need help retrieving the attachment. (B)(6) 2018 08:48:23 (B)(6).

Manufacturer narrative:
The information provided was obtained from a retrospective review of servicing data; therefore, no other information is obtainable at this time. There was no reported patient involvement.

Manufacturer narrative:
This reported event, and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and trackwise files, and found relevant to the service repair. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was previously returned for service. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed, which confirmed that this device was not involved in a production failure and product was returned for the servicing which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(4), which confirmed that this device was involved in a servicing failure which correlates to the customer reported issue. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
On 01/26/2018, at 10:31:59. (B)(4). Prw ? Po = (B)(4). Shipping & billing addresses confirmed. Npi. On 02/09/2018, at 09:25:31. (B)(4). Note to tech: a copy of the error log provided by the customer has been attched to this notification for reference. On 02/26/2018, at 08:48:23. (B)(4). (B)(4).